Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced drifting down slowly. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: hydraulic system; foot pedal/device migration; mechanical problem identified.

Event description:
This report now summarizes 16 malfunction events, instead of 15.